Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a stored atrial tachy response (atr) episode. Upon interrogation, it was observed that this was due to over-sensing of noise by the right atrial (ra) lead. It was noted that this crt-d is scheduled to be replaced for a therapy upgrade and that the ra lead is a non-(B)(6) product. No adverse patient effects were reported. Currently, this crt-d system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).